Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that several endophthalmitis cases occurred after surgeries. Two systems available at the facility. It is unknown which system was used. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. A clinical analyst has reviewed this file: ¿the customer reported endophthalmitis. They are unsure which or if both the consoles used, were involved. Samples were taken from the spot where the air enters the fluidics module and goes to the cassette and this will be put on culture. They still do not know where the infection is coming from. According to additional information received from the customer states that a possible cause may be a difficulty in cleaning the reusable irrigation/aspiration cannulas of the handpiece. The samples have not been received for evaluation. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the (B)(6) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system used or contributed to this reported event of endophthalmitis. For the systems, no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Both systems met specifications at the time of release. For the consummable product, the lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The previously reported reporter's phone number does not apply. The reporter's phone number has not been provided. The MFR internal ref number is: (B)(4).